Manufacturer narrative:
One device was received for investigation. Per visual inspection, damage was found to the balloon. The reported complaint is confirmed, no root cause determined. Review of the manufacturing process found no non-conformities during the manufacturing process that would have led to the confirmed customer complaint.

Event description:
It was reported that during a new tracheostomy tube check before insertion, the balloon did not inflate. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.